Manufacturer narrative:
The reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to the patient¿s surgical procedure. There were references in the epiq communication hub during the revision concerning higher impedance at the time of the revision. A review of the therapy delivery and monthly error logs confirmed no program status errors were logged on any used programs during implant. A program status error is generated when the device is not able to deliver stimulation at the current program settings. This can occur as a result of a system impedance or low battery voltage issue. Per the clinicians manual arten600266417 warnings electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure. Under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy).

Event description:
It was reported the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Event description:
Reportedly, the ipg was not set into surgery mode prior to the unrelated surgery. It was reported the patients ipg became inoperable following an unrelated surgery. As such, surgical intervention may be pending to address the issue.